Event description:
Event description guidant received information that during a device replacement procedure, the atrial lead was abandoned surgically due to a suspected fracture as high threshold and impedance measurements were noted.